Manufacturer narrative:
The axium prime coil (model: apb-6-20-3d-ss lot: a427894) was returned for analysis. The coin was found against the lumen stop. The axium prime implant coil was found not attached to the pushwire. The axium prime implant coil broke off from the pushwire from the coil shell weld. In addition, the axium prime implant coil polypropylene filament broke off from the detach element. The axium prime implant coil was returned outside of its introducer sheath. The axium prime implant coil was found damaged and stretched on its proximal end. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ could not be confirmed as the axium prime implant coil was returned outside of its introducer sheath. There were no reported issue pushing the axium prime coil out from within the introducer sheath for hydration. Therefore, it is likely that the implant coil became damaged during return of the implant coil back into the introducer sheath during preparation or due to an improper hubbing technique (over tightening of the rhv). Regarding the damages to the implant coil, in this event it is likely excessive force (pushing/pulling) was used causing the implant coil to stretch subsequently breaking off from the pushwire. Mdrs related to this event: 2029214-2019-00409, 2029214-2019-00410. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil gave extreme resistance while pushing out the sleeve. The devices were prepared as indicated in the instructions for use (IFU). The coil was returned to medtronic for evaluation and found to be prematurely detached.